Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d3, d4 (product catalog no., UDI no, corporate lot no.), d.6b (date of explant), g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
Attorney alleges per short form that the patient underwent surgery for implant of an unspecified bard/davol "bard mesh" (flat mesh) on (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against the "bard mesh" (flat mesh). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with implant of bard flat mesh. Per operative notes, ¿an incision was made at the left lower quadrant and one in the right lower quadrant. The hernia sac was dissected out. A bard flat mesh was placed into the abdominal fascia and secure it with sutures.¿ (B)(6) 2011 ¿ patient was diagnosed with incisional hernia repair, adhesion, necrotic fluid, thereby underwent open repair with partially explant of bard flat mesh. Per operative notes, ¿an incision was made in the upper epigastric area. The hernia sac was dissected out. Multiple pockets of necrotic fluid were identified which was removed and excised. Some adhesions were present into the abdomen. Previously placed old mesh was identified, which were partially excised. The defect was closed with sutures.¿ (B)(6) 2012 - patient was diagnosed with recurrent incisional hernia, adhesion, thereby underwent repair with explant of bard flat mesh and implant of unknown mesh. Per operative notes, ¿an incision was made inferiorly near the umbilicus region. Previously placed mesh was encountered, and it was completely removed. There was quite a bit of adhesion noted in the abdomen, which was taken down. An unknown mesh was placed into the upper abdominal wall and secure it with sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges per short form that the patient underwent surgery for implant of an unspecified bard/davol "bard mesh" (flat mesh) on (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against the "bard mesh" (flat mesh). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."